Event description:
Customer called customer service on (B) (6) 2010 to request replacement of his expired test strips. While on the phone customer reported that beginning approximately two weeks prior to the call to customer service his freestyle freedom blood glucose meter started giving an unidentified error message when a test strip was inserted into the meter. It was further reported that because he could not test he experienced "a low sugar episode where 'he' could not speak due to losing consciousness". Customer also reportedly described the event as a "mini seizure". It was additionally reported customer's wife was able, with coaxing, to get customer to ingest a sugar paste that customer incorrectly identified as glucagon (a parenteral antihypoglycemic agent, not a paste). Customer also self-treated after being revived by eating food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The device ((B) (4)) has been returned and an investigation utilizing a new battery, the returned meter, returned test strips (lot no: 0904936) and retained control solution (lot no: 9f3p11) has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. It should be noted: it is unknown if the customer was attempting to test using his expired test strips (lot no: 0704622, not returned) or the test strips (lot no: 0904936) which were returned with his meter, that are not expired.